Event description:
The customer complained of discrepant patient inr results with coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:20 am on (B)(6) 2019, the customer tested the patient by fingerstick on the meter and the result was 6.3 inr. At 12:00 am, the patient had a lab test and the result was 4.6 inr. At 10:30 am on (B)(6) 2019, the customer tested the patient by fingerstick on the meter and the result was 4.7 inr. At 11:30 am, the patient had a lab test and the result was 3.29 inr. The patient has a therapeutic range of 2.5-3.5 inr. The patient is anemic but their hematocrit is within the acceptable range for the test. Patient has no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no changes in medication and no bleeding or bruising. The customer has not been eating greens. There was no adverse event. The meter and strips were returned for investigation. The returned meter and strips were tested with a quality control. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.